Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter. The hypotube, collar, distal shaft and tip was microscopically and visually inspected. Visual inspection revealed that the collar is separated, and the polytetrafluoroethylene (ptfe) is pulled out. Microscopic inspection revealed that the tip is slightly flattened. Review of the product specification indicates the minimum inside diameter (ID) is 0.057" and the outside diameter (od) is 0.066". The ID at the tip was pinned with a 0.057" gauge pin and was able to be inserted. The od was measure with a laser micrometer and it measured at 0.066". There is blood present on the device. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 28jan2019. It was reported that there was an unknown device malfunction associated with the guidezilla extension catheter. No patient complications were reported. However, device analysis revealed that the collar was separated.